Event description:
Per the audiologist, since activation, the patient had reported poor performance and poor sound quality when using the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The patient has an implant in the contralateral ear. Explant/reimplant surgery was recommended, but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.